Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: a false positive technical failure (tf) 5507 alarm occurred. A restart was required. A defective sensor board / pmixer sensor is suspected. The event did not occur during ventilation. The sensor board has been replaced.